Event description:
The filter for the blood bag set was returned to the manufacturer and evaluated.

Manufacturer narrative:
This report is being filed to provide updated information in b.5, d.10, f.11, f.13, h.3, h.6 andh.10.updated investigation: one filter from the collection set was returned for evaluation.the leukoreduction filter was tested for flow rate. A slow flow rate of 10ml/min was noted.the filter was disassembled the filter rinsed with normal saline and confirmed that anomaliessuchas detached or misaligned membranes were not observed in the filter. The number of filtermembranes used for the filter conformed to the specification. We also observe the appearanceoffilter membranes. Residual blood, which had not been rinsed, was locally observed in all filtermembranes.it was confirmed that we had not received similar complaints from any other customers as of (B)(6) 2019.updated root cause: based on the available information, it cannot be ruled out that thehigher-than- expected wbc content in the whole blood product could be due to an occlusion,wenoticed that the second membrane from the inflow side of the filter were locally dyed darkwithtoluidine blue. Residual blood was locally observed in all filter membranes and we inferred thatocclusion had locally occurred. Hence, blood may have been filtered by the filter area whichwassmaller than usual and the linear speed (flow rate per unit area) increased and consequentlyleukocyte leakage occurred. In this case, the extension of filtration time is likely to occurconcurrently. From the previously-reported similar incidents, it was inferred the cloggedcomponents were aggregated platelets. We deem that platelets which were activated andaggregated for some reason were trapped by the filter.correction: per the manufacturer, in regards to occlusion by blood aggregates, it isrecommdedto fully agitate the donation bag after collection in order to reduce the risk of formation ofaggregation. In addition, to reduce the risk of slow blood flow, the bag should be fully agitatedbefore the start of filtration to evenly disperse the separated blood components.

Manufacturer narrative:
Terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory ofterumo corp., (manufacturer). Exemption number: e2015056.investigation: the set of blood bags from the collection were not returned for evaluation.the manufacturing records, test records, and inspection records were reviewed forabnormalities and none were found.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.shipping testing was performed on the reserve samples from the reported lot number. Thereserve samples were also visually examined, and the solution volume and solution compositionwere tested with no abnormalities noted. All product conformed to the establishedspecification.the reported lot number was evaluated and it was determined that the same incidentassociated with this event had not been reported by other medical institutes as of april 10,2019.root cause: based on the available information, the filter membranes of the product concernedconsist of a rough pore pre-membrane (the first filter membrane) and minute pore main-membranes (the second through eighth filter membranes). According to the data at the time ofdesigning of the product in question, there was a possibility of white blood cell contaminationwhen the particulate removal rates were low. However, as mentioned above, the particulateremoval rates of the reported lot number were within the standards and did not show a lowtendency. Therefore, we were not able to identify the cause of the incident.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4) the collection set is not available for return because it was discarded by the customer.